Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicated this patient received a bilateral custom lasik treatment. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2009-00071. Postoperatively this patient exhibited an overcorrection in the left eye. It is unknown if the surgeon feels this patient is harmed/injured. Additional information has been requested.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. This report was mailed to FDA on: 06/24/2009.